Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due to fluid invasion in the connector causing the scope communication error which led to intermittent image issues. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, g3, g6, h2, h3, h6, h11.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30). The issue occurred during inspection for use. There was no patient involvement.